Event description:
Caller reported that the insulin gauge displayed an amount different than expected, showing a fill estimate of 0 units despite the expectation being greater. There was no adverse impact to the customer's blood glucose level. Customer completed the load process, and it was explained that the issue occurs due to a large variance in measured pressures. Once the insulin remaining equals the static fill estimate, normal countdown resumes. Caller understood and acknowledged the information provided.